Event description:
The physician was attempting to deploy an integrity bare metal stent in the obtuse marginal. Lesion had 90% stenosis and moderate calcification. No issues were noted with device prior to use. The physician was attempting to direct stent the lesion. During delivery of the stent to the lesion the stent dislodged from the delivery system. The stent remains in the patient. The target lesion was treated with placement of another integrity bare metal stent. There were no patient clinical sequelae reported.

Manufacturer narrative:
Method results: (cine image review. Conclusion results: unable to confirm complaint (device not returned). (B)(4).

Event description:
Image review: review of the images confirm a diseased lcx vessel with significant stenosis. There does not appear to be any images of the dislodged integrity stent. Balloons are inflated in the vessel however it could not be confirmed if they are the successful stent deployments. The final cag shows a good outcome.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (90% stenosis and moderate calcification). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned); inherent risk of procedure (stent embolism). Conclusion results: device failure/lack of effectiveness related to patient condition (90% stenosis and moderate calcification). Inherent risk of procedure (stent embolism). (B)(4).